Manufacturer narrative:
The examination of the returned capio slim suture capturing device found no visual failure. Functional inspection revealed that the carrier actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the dart entered in the slot without any issues. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. There was no evidence of either the alleged issue or any defect that could have contributed to the event reported; therefore, the most probable cause is no problem detected.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the procedure. It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2019. According to the complainant, during preparation, the first device was tested outside the procedure and the capio carrier failed to extend. A second device was opened and the same issue occurred. The procedure was then completed with another capio slim device. There were no reported consequences or impact to the patient.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the procedure. It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2019. According to the complainant, during preparation, the first device was tested outside the procedure and the "delivery hook" (capio carrier) reportedly jammed. A second device was opened and the same issue occurred. The procedure was then completed with another capio slim device. There were no reported consequences or impact to the patient. The failure mode is unclear, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the capio carrier failed to retract. Should additional relevant details become available; a supplemental report will be submitted.